Event description:
On 02/29/2024, it was reported by a sales representative via ()b(4) that an ar-9297-25 avl angled reamer sleeve assembly, 25 and an ar-9676 angled reamer drive shaft cold welded and would not come apart out of the augmented vaultlock glenoid instruments. This was discovered during a procedure with no patient harm.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. One unpackaged ar-9297-25 / batch 052224 was received for investigation. The reamer ar-9676 was received stuck inside. The shoulder of the ar-9676 is sitting flush against the sleeve. Because the devices were stuck, it was not possible to measure the ID of the sleeve or od of the reamer. Visual evaluation found multiple dents and scratches around the shaft and in the collar sleeve. The observed condition is most likely the result of overheating during use caused by overstressing a device that is damaged naturally and inevitably as a result of normal wear or aging.